Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient's weight was (B)(6) lbs. The patient reported they had to take a trip back to (B)(6) and search for providers, but the empty pump and withdrawal was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump had alarmed and they were going through withdrawal. The patient reported that the pump had run out of medication due to the patient moving and not being able to find a doctor to fill their pump. The patient had presented to the emergency room due to withdrawal, and it was reported the patient would be out of oral medication in a few days. The patient couldn't recall when the alarming started and was unable to write because their hands were shaking. The symptoms were reported to come on gradually. It was reported the pump ran out of medication on (B)(6) 2018. No further complications were anticipated/reported.